Event description:
It was reported that the patient passed away on (B)(6) 2012. The cause of death was not provided but the outcome was reported to not be device related.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the patient outcome and (B)(6) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use), rev. H, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.